Manufacturer narrative:
H3 and h6: updated. The suspect pump was returned for evaluation. Visual inspection was performed and was confirmed that there were no anomalies noted related to the complaint. The pump failed during the downstream occlusion (dso) test due to a defective dso sensor. The allegation made by the complainant was confirmed. The probable root cause of the event was due to a defective dso sensor and was then replaced.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that upon connecting the cassette or infusion set, the pump displayed a cassette connection error message. It was tried to be connecting and disconnecting the cassette several times, and it continued triggering the alarm with that message. There were no patient involvement or harm reported as result of this event.